Manufacturer narrative:
(B)(4). Date sent: 10/1/2024. D4: batch # 671c09. Investigation summary: the product was returned to ethicon endo-surgery for evaluation. Visual inspection was conducted on the returned reload. Visual analysis of the returned sample determined that one gst45g reload was received with no apparent damage, with an opened package, and fully fired. No functional test could be performed due to the condition of the reload. Although no conclusion could be reach on the cause of the reported event, the instructions for use do contain the following caution: insert the reload by sliding it against the bottom of the cartridge jaw until the cartridge alignment tab stops in the reload alignment slot. Snap the reload securely in place. Remove the staple retaining cap and discard. The event described could not be confirmed as the reload was received fully fired. Device history review: a manufacturing record evaluation was performed for the finished device batch number 671c09, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Date sent: 10/15/2024. As part of ethicon endo surgery¿s quality process all devices are manufactured, inspected, and released to approved specifications.

Manufacturer narrative:
(B)(4). Date sent: 8/8/2024. B3: exact event date unk, entered 1/1/2024 as only the year was provided. D4: batch # unk. D4: UDI: as the serial number for the device involved in the event was not provided, the full UDI is currently not available. D4: UDI: the expiration date is currently not available. Therefore, the full UDI is currently not available. D4: UDI: the manufacturing date is currently not available. Therefore, the full UDI is currently not available. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified. Additional information was requested and the following was obtained: please expand on "they kept not working and falling apart". Did the device deliver any staples? If yes, were the staples formed properly? The metal part of the reload kept falling off so the reloads didn¿t work. If yes, was the staple line complete? No. Did the device cut? If yes, was the cut line complete? No. If yes, was there any issue with the cut line such as jagged, dull knife, irregular, etc? N/a. Was there any difficulty opening the device? If yes, how was the device removed from the patient? No. If yes, did the jaws eventually open? No. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an unk procedure, they kept not working and falling apart. It was not the device as other color reloads worked well. No patient was harmed or effected and they changed the lot codes and carried on with the operation without further problem.